Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse reported via phone call that the customer had issues with some reservoirs. She was unsure of the specific problem but stated that it seemed like the customer had difficulty pushing insulin through the tubing. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.